Event description:
Thrombectomy procedure. "Balloon was inflated and the catheter was pulled and it didn't move, then balloon was deflated and tried to withdraw but the catheter didn't move. It was torn about 40cm from the tip. Another catheter a4f05 was used and successfully removed the thrombus. The remaining catheter was surgically taken off later."